Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis and hospitalization were not reported. The patient received unspecified treatment for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.